Manufacturer narrative:
E1: patient city: (B)(6) patient country: finland

Event description:
Reference number (B)(4). Event occurred in the finland it was reported that the patient experienced hyperglycemia with a blood glucose of 15 mmol/l on (B)(6)2026. The high blood glucose persisted for more than 4 hours and was treated with bolus via the pump. No further information available.